Event description:
Patient who was using a novofine 8mm (30g) insulin delivery needle due to diabetes mellitus (type and duration unknown), had a needle break off and get stuck in the skin when injecting (date of event unknown). The patient was unable to remove the needle themselves (nature of medical intervention and cause of event is uknown). The outcome of the event is unknown. Further information has been requested.